Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging that the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring greater than or equal to 250mg/dl (13.8mmol/l) with associated symptoms of urinary ketones measuring 4.6 mmol/l, extreme drowsiness, nausea, dehydration, vomiting and confusion. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged the patient¿s adverse event was associated with an intermittent power issue with the insulin pump that began (B)(6) 2017. The reporter stated there was moisture inside the battery compartment of the pump. The reporter denied damage to the pump. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a pump intermittent power issue.

Manufacturer narrative:
Follow-up #1: date of submission 05/22/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 05/10/2017 with the following findings: review of the black box data revealed a total of 15 ¿exceeds max total daily dose limits¿ alarms beginning on (B)(6) 2017 at 17:39, followed by a power on reset at 19:30. The black box data further revealed the pump was powered back on at 19:31. There were an additional 13 records of ¿exceeds max total daily dose limits¿ alarms recorded on the same date beginning at 19;36 followed by a power on reset at 22:13. The pump was powered back on and two ¿replace battery¿ alarms were recorded the same date at 22:19 and 22:22, followed by power on resets. The pump powered back on the same date at 22:26. Another 10 ¿exceeds max total daily dose limits¿ alarms were recorded on the same date beginning at 22:30. Basal deliveries resumed when the time changed for (B)(6) 2017 at 00:02. An unexplained power on reset events occurred on (B)(6) 2017 at 00:41 and 02:08. Delivery resumed at 03:28. A call service alarm (088) was recorded on (B)(6) 2017 at 04:23 followed by power on reset. A low battery and replace battery alarm were recorded at 09:23 followed by power on reset. Delivery did not resume after this event. On examination, the pump was returned with moisture corrosion present inside the battery compartment. There was no damage found to the battery compartment nor the battery cap that was returned with the pump for investigation. The returned battery cap was evaluated and found to be within the required specifications. During the investigation, the returned battery cap secured properly to the pump. The pump powered on to the verify screen with fully functioning audio tone and vibration features. The pump was exercised for 24 hours without any power on reset events occurring. Investigation did not duplicate the complaint. The total daily dose amounts added up to correctly reflect the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within the required range. Leak testing did not reveal any moisture leakage into the pump. The pump was opened for further investigation revealing moisture inside the interior compartment of the pump on the printed circuit board and other internal components. There was no damage found to the power circuit. Investigation confirmed the alleged moisture in the pump, but did not duplicate the reported power issue.